Event description:
Physician intended to use an in.pact admiral drug-eluting pta balloon device with a 6f sheath and 0.035¿ guidewire for the treatment of a 150mm calcified lesion in the right proximal sfa. Lesion stenosis unknown. IFU was followed. No issues noted during prep. An inflation device was used to inflate the balloon. It is reported that after 30 seconds at a pressure of 12atm on the first inflation, physician observed the pressure was reducing on the inflation device. He removed the device and observed there was a pinhole-like leakage on the proximal edge of balloon. Device did not pass through a previously deployed stent. No fragments left in patient or needed to be retrieved. A new device was used to complete the procedure. No injury was reported.

Manufacturer narrative:
Device evaluation summary: the device has been returned for evaluation. A visual and a tactile inspection has been performed on the returned device: the information reported on the luer is consistent with the data reported in the complaint form received. Traces of dry blood has been detected on the catheter. No further issue noted during this inspection. The guidewire lumen was flushed and a 0.035¿ guidewire has been successfully advanced through the device, from the tip to the luer. Negative pressure was applied to the balloon; the purging procedure failed since bubble flow did not stop. An attempt to inflate the device has been done: positive pressure was applied to the balloon, to detect the leak. The balloon started to inflate and at 4 bars a pinhole was found on the proximal part of the balloon. If information is provided in the future, a supplemental report will be issued.